Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer received questionable tina-quant hemoglobin a1c gen.2 (hba1c) results for two patient samples. Patient 1 original result was 0.042 and the repeat result was 0.061. Patient 2 original result was 0.049 and the repeat result was 0.065. No unit of measure was provided. The original result was reported outside the lab. The patients were not adversely affected. The hba1c reagent lot number was 69089201. The expiration date was requested, but was not provided.

Manufacturer narrative:
Correct results were received upon repeat testing after the samples were remixed, the investigation determined the issue was caused by sample sedimentation due to either a long wait on the rotor before sampling or due to faster sedimentation of some samples due to a pathological reason. It was recommend to run the samples in smaller batches and to avoid a long wait on the rotor before pipetting. The provided calibration and qc data was acceptable, a general issue with the instrument or reagent could be excluded.